Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("daily pain") and fibromyalgia ("fybromyalgia") in a (B)(6) female patient who had essure (batch no. 50710200, a73750) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included egg allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), ovulation pain ("complaints of ovulation"), pain in extremity ("pain in legs, hips and flanks"), arthralgia ("pain in legs, hips and flanks"), flank pain ("pain in legs, hips and flanks"), asthenia ("exhausted body"), fatigue ("felt like an old lady of 80"), muscular weakness ("no strength in legs"), dyschezia ("defecation was difficult because of pain in left flank in back"), headache ("chronic headache") and loss of personal independence in daily activities ("patient was only doing a third of what she normally does"). On (B)(6) 2017, the patient experienced fallopian tube disorder ("oviducts discolored and irritated"). On an unknown date, the patient experienced pain ("body pain"). The patient was treated with amitriptyline, oenothera biennis oil (evening primrose oil), paracetamol, ibuprofen, surgery (essure removal) and palliative care. Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, pain in extremity, dyschezia, fallopian tube disorder and headache had resolved with sequelae. At the time of the report, the fibromyalgia, asthenia, fatigue and muscular weakness was resolving and the ovulation pain, arthralgia, flank pain, loss of personal independence in daily activities and pain had resolved with sequelae. The reporter provided no causality assessment for arthralgia, asthenia, dyschezia, fallopian tube disorder, fatigue, fibromyalgia, flank pain, headache, loss of personal independence in daily activities, muscular weakness, ovulation pain, pain, pain in extremity and pelvic pain with essure. The reporter commented: at time of report the patient still had complaints of the wound in her abdomen and had complaints of fibromyalgia. The patient's headache was gone from the first day after the removal. Patient had 1 year rehabilitation due to fibromyalgia. She has had a year rehabilitation in (B)(6) 2013 in cooperation with a medical team to learn how to handle fibromyalgia. Patient went from a fit woman of (B)(6) to an old woman of 80 years old and she had to learn how to live with this. Diagnostic results: on an unspecified date the patient was diagnosed with fibromyalgia and went into a rehabilitation program. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 5726 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot number: a73750 manufacturing date: 2012/11 expiration date: 2015/11. Lot number: 50710200 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2017: coding correction: the event term meddra llt groin pain was recoded to meddra llt flank pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 5726 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot number: a73750, manufacturing date: 2012/11, expiration date: 2015/11. Lot number: 50710200, manufacturing date: 2013/01, expiration date: 2016/01. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.